Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au5800 chemistry analyzer. Cts stated that the customer was aware of the interferences from waldenström's affecting several of the methods, including the cre. The customer previously reported a similar issue and were informed that such interference is stated in the instructions for use (IFU). In the lab, samples from 5 or 6 patients affected by waldenström's are regularly tested. Regularly, in addition to creatinine, they also measure igm: if the latter are high, they recover the sample, add polyethylene glycol (peg), and measure creatinine again in the supernatant, obtaining the correct value. One patient went to the emergency room. Cre testing was requested and reported with a value higher than 3 mg/dl. The ER (emergency room), concerned of renal insufficiency, sent the patient to nephrology. In the ward, they began to perform all the procedures for this type of "pathology." The nephrologists requested another series of tests, and in the laboratory, they recognized that the patient had waldenström's. They performed the protocol with peg, and the creatinine result was 1.28 mg/dl. The laboratory has implemented some rules to trigger a reflex igm on all creatinine higher than 2 mg/dl coming from the ER. They will add a note on the report about the possible interference from paraproteins. There is no evidence of a system or reagent malfunction. The instrument is operational and no further issues were reported. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false high enzymatic creatinine (cre) results and immunoglobulin m (igm) interference in patients with waldenstrom's disease on their au5800 chemistry analyzer. The customer reported one patient was sent to nephrology as a result of the high enzymatic creatinine result. The nephrologists requested another series of tests, and in the laboratory, they recognized that the patient had waldenström's. There was no report of harm to the patient. The customer did not provide patient demographics.